Event description:
Procedure: sleeve gastrectomy. According to the reporter: the cartridge did not open after firing on the tissue. The instrument was removed by additional resection. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).